Event description:
It was reported that during an unknown procedure, there are no staples in the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: what type of procedure was the device used in? Colorectal resection. Prior to use, was the cartridge missing from the device? No. Prior to use, were the staples missing from the cartridge? Yes. Did the device cut and no staples were deployed? No, the device did not cut. If the device cut, was the cut line complete? Na. If the device was fired, on which firing did this occur? Na.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? Prior to use, was the cartridge missing from the device? Prior to use, were the staples missing from the cartridge? Did the device cut and no staples were deployed? If the device cut, was the cut line complete? If the device was fired, on which firing did this occur?